Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6 reason for reoperation: capsular contracture baker grade unknown the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later the plaintiff reported "severe fibrosis, muscle encapsulation, murky fluid accumulation, and paper-thin, compromised tissue". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.